Event description:
Name of procedure performed: robotic assisted prostatectomy. Event description: after the bag was completely pushed out of the introducer sheath, the cta noticed that the guide bead was missing from the bag. After searching the patient's abdomen without success, she discovered that the guide bead was in the introducer sheath and had obviously become stuck there. The cd001 has not been retained due to the patient's bloodborne infectious disease. Unfortunately, the lot number cannot be traced. Additional information received from applied medical representative via email 2sep22: the guide bead was not attached to the cord. The metal supports remained in the bag as usual and did not leave the metal exposed inside the patient. The guide bead was stuck inside the tube rather further up no photos available, but the user noted that the bag was relatively difficult to push out of the tube. Intervention: after searching the patient's abdomen without success, she discovered that the guide bead was in the introducer sheath and had obviously become stuck there. Patient status: no harm to the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: robotic assisted prostatectomy. Event description: after the bag was completely pushed out of the introducer sheath, the cta noticed that the guide bead was missing from the bag. After searching the patient's abdomen without success, she discovered that the guide bead was in the introducer sheath and had obviously become stuck there. The cd001 has not been retained due to the patient's bloodborne infectious disease. Unfortunately, the lot number cannot be traced. Additional information received from applied medical representative via email 2sep2022: the guide bead was not attached to the cord. The metal supports remained in the bag as usual and did not leave the metal exposed inside the patient. The guide bead was stuck inside the tube rather further up. No photos available, but the user noted that the bag was relatively difficult to push out of the tube. Intervention: after searching the patient's abdomen without success, she discovered that the guide bead was in the introducer sheath and had obviously become stuck there. Patient status: no harm to the patient.